Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4965-35, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that during an implant procedure, a torque wrench was used to secure the left ventricular (lv) lead to the implantable pulse generator (ipg). The wrench was rotated when it was not in the upright position, thus it was unclear whether the lead was secured properly. The wrench was used again to tighten the setscrew but the wrench did not engage in the setscrew and no clicking sound was heard. The lead could not be removed when a tug test was performed. Lead impedance measured >3000 ohms a pacing failure occurred at 8v. A loose pin was suspected and the physician attempted to tighten the setscrew again. The issue was not resolved. Another device was implanted as it was suspected that the setscrew was damaged. No patient complications have been reported as a result of this event.